Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a late seroma on an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture

Event description:
Healthcare professional reported "intracapsular prosthesis rupture" diagnosed by MRI and "7mm mass at the union of the lower quadrants classified acr3 for which a second look ultrasound is performed". The device has been removed and replaced. Right side